Event description:
It was reported that during a hand assisted colectomy, there was an error 5 instrument error with the instrument. The doctor didn't want to troubleshoot the issue and converted to open and completed the case with electrocautery. After the case, it was noticed that the active blade broke off. No patient consequence occurred.

Manufacturer narrative:
Information anticipated, but unavailable at this time.